Event description:
Valiant captivia stent grafts were implanted as proximal extensions along with a unibody bifurcate non mst stent grafts in the endovascular treatment of wide necked non ruptured abdominal aortic aneurysms in patients who were otherwise poor candidates for open or fenestrated repair. The following malfunction was reported; unknown type iii endoleak adverse events; unstable angina, intervention

Manufacturer narrative:
Medtronic received the following information from a journal article entitled;the combined use of thoracic and abdominal aortic stent grafts for endovascular repair of wide neck abdominal aortic aneurysms in high risk patients cooper n, salzler g, ryer e, orlova k, elmore j, ann vasc surg 2021; 000: 1.e1¿1.e7 https://doi.org/10.1016/j.avsg.2021.05.038. If information is provided in the future, a supplemental report will be issued.